Manufacturer narrative:
Information was inadvertently left out in the initial MDR. D4 was ni and should have been (B)(4). H6: type of investigation did not include b11. H10: additional information - a service history review revealed no indication that the parts replaced during servicing caused or contributed to the event.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced air. The cause was identified to be the no tube reading was out of specification. The ultrasonic sensor which was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed air in line. No additional information is available.